Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and replaced the broken rinse cup and probe. The root cause was the broken rinse cup. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 750 analyzer was leaking backwash fluid inside the diluter tray when the rinse cup broke. The operator was wearing lab coat, gloves, mask and glasses at the time of the incident and no medical treatment was sought by the operator. There was no indication of exposure to mucus membrane or open wounds in this event. There was no death, injury or change to patient treatment in regard to this event.